Event description:
Boston scientific received information that this right atrial lead was exhibiting occasional noise as noted on stored electrograms. The noise did not result in any adverse patient effects. The lead was electively explanted and a new atrial lead was implanted.